Manufacturer narrative:
The investigation is ongoing and the results will be reported when it is available. The internal complaint number is (B)(4).

Event description:
In a study, complications reported in 58 women receiving tvt such as complications reported in 58 women receiving tvt: de novo urgency (n=2) urge incontinence (n=1) prolapse (n=3) obstructed voiding (n=3) suprapubic extrusion (n=1) vaginal erosion (n=3) overactive bladder symptoms (n=1) bladder erosion (n=1) which need medical intervention. "